Event description:
The physician reported that the subject lead fractured and that it was either capped or extracted on (B)(6) 2015.

Event description:
The physician reported that the subject lead fractured and that it was either capped or extracted on (B)(6) 2015.